Manufacturer narrative:
The hospital's biomed evaluated the 15" lcd display at the hospital and was able to trace the problem to the display's external power supply. Replacing the power supply with another, known good power supply, spacelabs part number 010-1655-00, confirmed that the display was fully operational. The history of this 15" display was reviewed and found to have been installed in (B)(6) of 2007. This power supply has exceeded its 3-year life expectancy. A review of similar reports from the field does not show an increase in the reported failure of this part. Any failure of the (B)(4) power supply, when it is used with the (B)(4) display, and when it is has been in service for more than 3 years is considered routine service. The customer's has obtained a replacement power supply and has confirmed that the display is functioning. We have concluded that no further action is required and consider this issue closed.

Event description:
Spacelabs received a report that a 15" lcd display, used with a patient monitor, would not power on due to a power supply failure.